Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call on (B)(6) that the customer was hospitalized on (B)(6) 2018 due to a high blood glucose of 591 mg/dl. Blood glucose at the time of the call was 94mg/dl. Customer experienced symptoms related to high blood glucose such as vomiting. Customer's wife also reports that the patient was experiencing diabetic ketoacidosis and fungal infection. Does not state whether insulin pump was worn within 48 hours of incident. Troubleshooting for high blood glucose was not performed. Troubleshooting for insulin pump was not performed. Report also does not state whether auto mode feature was enabled at the time. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.